Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to unlocked lcd connector. Analysis was unable to perform functional test including verification of operating currents, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test, displacement test and dat test due to button keypad anomaly. Insulin pump was received with cracked case at display window corners and battery tube threads. Insulin pump was received with minor scratched display window and case. Insulin pump was received with stripped battery cap coin slot.

Event description:
The customer reported via phone call that the insulin pump had unresponsive insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was turned off and troubleshooting could not be performed. The insulin pump was returned for analysis.